Manufacturer narrative:
Unknown/no information available from user facility. Information supplied was completed by the manufacturer based on information obtained from the user facility. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded for this lot. The april 2007 15-month sensation snare product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and the april 2007 data point did not exceed the complaint alert limit.

Event description:
In 2007, the customer reported to bsc that during a colonoscopy procedure on a male patient (age unknown), a metal shaving fell out of the sheath as soon as the loop was extended. The metal shaving was removed from the patient and discarded. The procedure was completed with another of the same device. The patient did not sustain any complications or ill effects as a result of this issue.